Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the cable tensioner failed to tighten during surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A review of the device history records was completed: pioneer surgical technology manufactured the cable tensioner, part number 391.201, and lot number p141349. Due to an unknown cause, the tensioner failed in tightening up during surgery. Initially, the part conformed to the supplier¿s certificate of conformance and the synthes final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.